Event description:
It was reported that the patient became asystolic and lost consciousness during a manual threshold test of the implantable pulse generator (ipg). The patient has a his bundle right ventricular (rv) lead placed with "sometimes rv capture and sometimes non-specific capture." The patient was connected to a 12-lead electrocardiogram when the physician started the test at the maximum output and decremented down in voltage to see loss of non-specific his capture and right ventricular capture. Capture was lost at 1.25 volts and the physician hit the ¿end test¿ button on the screen; however, capture did not resume. The physician removed the programming head and still the patient remained asystolic. The programming head was placed back over the ipg and the physician hit the emergency vvi pacing button; rv capture resumed and the patient regained consciousness. The implantable pulse generator (ipg) was re-interrogated and programmed back to the parameters at the start of the session. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.